Event description:
On 8/7/97, it was reported to oec medical systems, inc. That a battery 'fire' occurred in an oec model uroview 2600 located at hospital. Hospital reported that smoke detector sounded alarm and that staff smelled smoke. Hospital investigation indicated the source of the smoke was located inside the system generator. Field service engineer was able to diagnose the malfunction to faulty battery pack. Fse removed and replaced the system generator, tested/inspected and returned system to current spec. Hospital reported room was not in use, no pt or personnel imvolvement. Hospital filed MDR with oec.